Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci products involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis, and the reported problem was confirmed using system error logs, which showed error c-01 followed by error u-02, consistent with the reported event. During testing on the system, attempting energy operations triggered error c-01, followed by u-02, resulting in a system lockout to the intuitive splash screen. C-00 errors were also found in the erbe logs preceding the u-02 error. The erbe will be returned to the original equipment manufacturer for further investigation. The complaint was confirmed and replicated based on failure analysis. The probable root cause is attributed to connection issues between the erbe and instrument preventing energy activation. The instrument may be installed on the patient side cart arm, but the energy cord may not be properly connected to the instrument and/or generator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the customer encountered an error c-01 on the integrated electrosurgical unit (iesu) or erbe when bipolar energy was activated. The customer power cycled the generator, but the issue remained. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse the integrated electrosurgical unit (iesu) or erbe due to errors u02 and c00. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report.